Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. (B)(4). If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges bubbling when connected between the snap cap and the oxygen outlet.